Manufacturer narrative:
The device was received in the not deployed position. The downloaded data shows the device completed 39 first prime pulses and was deactivated at 45 pulses. An 0x41 alarm was produced during second prime, indicating a rotational sensor malfunction. Contamination was observed on the commutator cap. The contamination can be confirmed as the cause of the rotational sensor malfunction, which resulted in the generation of the 0x41 alarm that prevented the pod from completing activation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 280 mg/dl while wearing the pod for less than an hour. It was discovered that found cannula had not deployed as intended. No treatment was provided.